Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis, and the reported complaint was not observed. Iol (intraocular lens) returned inside sample container. A significant amount of solution is dried on the iol. The optic appears to be bent/deformed. We are unable to determine the root cause for the reported complaint " lens crumpled, faulty, in & out". Only the iol was returned for analysis. The device was not returned. As a result, we are unable to conduct a comprehensive investigation to determine the root cause of the reported complaint. Due to the lack of preload device, we are unable to verify if the product contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was crumpled or faulty lens was observed. Additional information was received by stating, the lens was inserted into the capsule and then removed because of its appearance during the initial procedure. Surgery was completed by using another unspecified lens. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).